Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a supracervical hysterectomy, the white tissue pad on two instruments fell off into the patient. The first one broke into several pieces while the other one peeled off. All of the pieces of the tissue pad were removed from the patient. The case was still ongoing at the conclusion of the call. No additional information was known.